Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer was unable to complete system check with tandem technical support at time of call. Upon follow up, customer had cleared the alarm and successfully resumed insulin delivery.